Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
Boston scientific corporation was informed that while using a hyrdothermablator procedure set during a hydrothermablation (hta) procedure, a fluid leak occurred. A speculum was in use during the procedure. Approximately 4 minutes into the procedure, there was a fluid loss alarm (10 cc fluid loss). The physician observed a small superficial burn on the patient's buttock. Silvadene cream was applied to the affected area. The case was aborted.